Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted controller event log file spanned approximately 6 hours ((B)(6) 2025 from 04:10:59 ¿ 09:55:57 per time stamp). On ((B)(6) 2025 at 04:10:59, 08:58:38, 09:01:54, and 09:02:28, the no external power alarm activated while connected to the mpu due to both white and black lead voltages dropping to ~0.5¿2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial ((B)(6), was not returned for analysis. Additional information provided stated that the patient was mistakenly using the ac power cord form the universal battery charger on the mpu, and no product would be returned. Per the additional information provided, the root cause for the no external power alarm was determined to be user error. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review. Following review, it appeared there were 4 brief no external power events recorded during the history while connected to the mobile power unit (mpu). The events occurred at about 4:10 am, 9:00 am, and 2 additional alarms minutes after the one at 9:00 am. The events were likely due to power to the mpu being briefly interrupted. The emergency backup battery (ebb) was used to support the system during the events. Motor function was not impacted by the event. It was reported that the equipment was replaced and the patient did not use the locking version of the mpu ac power cord. The patient was using the battery charger cord in the mpu. The patient recalled some of the events, but there was no power outage at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.